Event description:
It was reported that the patient had a full vns replacement surgery. High lead impedance was found in the operating room when a new generator was placed on to existing lead. It could not be determined if the high impedance was observed with the explanted generator prior to the surgery. The lead was attempted to be inserted multiple times into the intended replacement generator. The surgeon inserted a test resistor on a second generator and ran system diagnostics where he received ok lead impedance. The existing lead was inserted into the second generator and still found to have high impedance. The suspect lead was replaced prior to completion of the case and the high impedance resolved. The explanted generator was received by the manufacturer on 07/29/2016. The explanted lead was discarded by the facility and not able to be returned to the manufacturer. Product analysis was completed on the returned generator on 08/08/2016. Other than observations consistent with the device explant procedure, no surface abnormalities were noted on this device during visual examination. After the generator can was opened, a visual examination of the pcb performed revealed no visual anomalies. An open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification. The generator failed to program and was determined to be the result of normal battery depletion. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator. No additional pertinent information has been received to date.